Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified the system interlock failure and found the f1 fuse blown on the ps2. Troubleshooting points to defective ps2 or t2 transformer. The rep replaced the t2 transformer, power motor relay board, signal interface board along with the ps2 power supply. The system is now operating as intended.

Event description:
The customer reported that the system displayed an interlock failure error message.